Manufacturer narrative:
(B)(4). Follow-up report will be field if additional info becomes available.

Event description:
It was reported that when the nurse was preparing the central venous catheter (cvc) set for the procedure, she found that the introducer needle had cracked. As a result a new kit was opened and used without issue or complications to the pt.